Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge at 200 joules. Complainant indicated that the clinician delivered 150 joules to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive troubleshooting without duplicating the reported malfunction. The device was recertified and returned to the customer. Review of the device activity log showed that the only time the device was charged and discharged was for the 30 joule test, which resulted as a pass. There is no evidence in the device activity log that indicated there were any attempts to charge or discharge during a clinical event. This claim has been closed as report unsubstantiated. No trend is associated with reports of this type.